Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient was implanted on (B)(6) 2024. On (B)(6) 2025 , the patient's mother reported poor wound healing over the previous six weeks with no evidence of infection. The mother provided photos to the physician of a wound with a crusted appearance. The patient was scheduled for clinic follow-up (B)(6) 2025. The patient's mother called the physician on (B)(6) 2025 reporting that the incision site looked worse and had observed drainage over the prior week. The patient was seen in the office on (B)(6) 2025 with pus that could be expressed from the left frontal incision. The patient was taken to surgery and found to have multiple areas of purulence and the entire rns system (neurostimulator and two depth leads) was explanted. Surgery included obtaining cultures, a wound washout and explantation of the rns system. The patient was admitted to the hospital for ongoing care. Treatment included IV vancomycin and cefepime.